Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor wire was not observed on the sensor. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. No additional patient or event information was available. A root cause could not be determined.